Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and mixed incontinence. It was reported that following insertion the patient experienced urinary/bowel problems, recurrence, bleeding and vaginal scarring. It was reported that the patient underwent mesh revision on (B)(6) 2011 due to pain. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that patient underwent a gynecological procedure on (B)(6) 2011 where a bard align r retropubic urethral support system was implanted due to reasons unknown. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced stress urinary incontinence.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008, and a mesh was implanted. It was reported that patient underwent resection of the vaginal potion of the transobturator midurethral sling on (B)(6) 2014, due to chronic vaginal pain. No additional information was provided.

Manufacturer narrative:
Corrected information.